Manufacturer narrative:
The device was rec'd. Investigation is not completed.

Event description:
User facility mandatory medwatch rec'd, which stated the following: "heparin infused at an inappropriate rate versus the settings found programmed on device.". Upon farther query the following info was provided: the customer contact reported an overdelivery of heparin. Reportedly, the 250 ml bag of heparin was found to be "empty within an hr." The device was removed from clinical svc. The heparin therapy was not resumed. After the event, the primary line of the pump was found to be programmed to deliver at 22 ml/hr with a vtbi of 128 ml. The secondary line was programmed to deliver at a rate of 80ml/hr with a vtbi of 0 (zero); however, there was no secondary tubing set or medication in use. There were no reported adverse pt effects. Though requested, no add'l info was provided.